Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative the handpiece was overheating. Another device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Device evaluation has been completed. Analysis could not confirm the reported event of overheating. Pre-repair temperature testing was performed on the device. The ambient temperature was 74.6 degrees f. Pre-repair temperatures after running the device for 1 minute were the following: t1 ¿ 76.8 degrees f and t2 ¿ 77.8 degrees f. The device operated within in normal parameters. There was no fault found with the device. The device was tested to all manufacturing product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.